Manufacturer narrative:
The field service representative (fsr) tested the sensors and duplicated the level disconnect alarms on two level sensors. The fsr replaced the level sensors. The unit operated to manufacturer's specifications. Per data log review, the level log for (B)(6) 022 showed many level status changes from coupled to uncoupled, and disconnected. The status changes occurred on both the alert and alarm probes. Since the alert and alarm probes can be connected to either the alert or alarm port, it was likely the probes were swapped during troubleshooting. The log confirms the complaint.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor failed and was giving level disconnect alarms. As a result, an alternate device was employed, but the issue remained. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the red level sensor to the lab use only (luo) level sensor reservoir simulator. The pst observed unacceptable results as the central control monitor (ccm) displayed a 'level: disconnected' message and gave audible alert sounds for both the thick and thin wall testing. It was determined that the red level sensor did not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.